Event description:
It was reported that the ventilator stopped ventilating twice while it was connected to a patient. The ventilator was disconnected from the patient and a new patient circuit was attached where after it was connected back to the patient. The ventilator stopped ventilating again after 4.5 hours. There was no patient harm. (B)(4).

Manufacturer narrative:
The hospital biomed examined the ventilator, performed a pre-use check, and ran the ventilator on a test lung after the event. The pre-use check was successful and no problems were found while ventilating with a test lung. No parts were replaced. The ventilator's logs were downloaded and sent for evaluation. The logs contained numberous high airway pressure alarms on the day of the event but, there was no stoppage of ventilation. Upon generation of the high airway pressure alarm, the inspiration phase will be terminated, the ventilator goes over to expiration and the safety valve will open. The logs showed that at the time of the third alleged stop of ventilation, that the ventilator was delivering lower volumes than set but, still within the set alarm limits. The cause was the termination of the inspiratory phases due to the high airway pressure alarms. The logs showed that a successful patient circuit test was performed at the time when the new patient circuit was attached, before the alleged third stop of ventilation. The logs also showed that the pre-use test after the event was successful and they do not contain technical error codes on the day of the event that can indicate a ventilator malfunction. The conclusion in the matter is that there was no stop of ventilation. The deliveries of lower volumes due to high airway pressure alarms may be perceived as stops. The cause of the high airway pressure alarms has not been determined but they were not due to a ventilator malfunction.